Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was dented and was unable to connect to a monitor. The root cause for the dented connector was excessive force. There was no adverse event that resulted from the damaged belt.